Event description:
The distributor reported an oxygenator leak. According to the distributor, the pateint was transfused to compensate for the blood loss. No documentation has been received by the company even after the numerous requests to obtain the information.